Event description:
It was reported there was a speaker malfunction error shown on the screen. It was confirmed audio was not present at the time of the event. The device was in use on a patient at the time of the event.

Manufacturer narrative:
A philips remote service engineer (rse) interviewed the customer who indicated they were unable to hear alerts. The customer would like to use the spare x2 for now and fix the broken speaker in house. They will consult with their manager about a solution for the speaker and told philips to close the case. Based on the information available, the cause of the reported problem is unable to be determined. The customer claimed the cause of the reported problem was a broken speaker, but the unit was never returned to philips for analysis. The reported problem was not confirmed. The investigation concludes that no further action is required at this time. If additional information is received the complaint file will be reopened.